Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as a bleeding skin tear. There was no alleged device malfunction contributing to the wound. The patient's home health nurse recommended temporary removal of the patch and application of neosporin for the wound. Outcome of the wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.